Event description:
It was reported that the rv lead was explanted due to inappropriate shocks caused by oversensing on the pace/sense portion of the lead. High lead impedance of 2400 ohms and an apparent lead fracture were also reported. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) proximal conductor was fractured; full lead was returned for analysis. Updated alert date, event date, and explant date.